Event description:
Same patient as MFR report#: 6000093-2007-02415, 2134265-2008-00384. Clinical trial. It was reported that 356 days following a carotid artery stenting treatment procedure, the patient developed in-stent restenosis. The index procedure treated the 95% stenosed, 6.0x10mm right proximal internal carotid artery lesion with placement of a filterwire, pre-dilation, and placement of a nexstent resulting in 30% residual stenosis. The patient was discharged five days post procedure. Ultrasound data submitted for the patient indicated that 14 months post procedure, the patient had 50-79% stenosis of the target lesion. Repeat angiography has not been performed, nor has any reintervention.

Manufacturer narrative:
As no device was received for analysis, it is not possible to perform any inspections on the device. All records indicate the lot was manufactured according to documented work instructions with no discrepancies. The root cause of this event is anticipated procedural complication due to a known physiological effect of the procedure noted within the directions for use, and/or device labeling.